Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product code: 284508, lot number: unknown. The complaint device is not being returned as it was discarded by the customer, therefore unavailable for a physical evaluation. The lot number of the tubeset was unknown which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4) - incomplete. Depuy mitek has been informed that the lot number and expiration date are not known. Device discarded by customer.

Event description:
284002 fms vue pump. Shoulder scope. No patient harm. No delay. Surgery completed with another fms pump. Pump drawing air into the fill chamber. Customer owned product.